Event description:
This is 1 of 3 reports linked to mfg report numbers: 3004608878-2022-00168, 3004608878-2022-00169. A facility reported that the mayfield swivel adaptor (a1018) slipped on a patient. The device was in contact with the patient; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation and evaluation of the unit could not duplicate slippage; no issues were observed with the swivel adapter. The unit passed all specific functional testing. General maintenance and cleaning performed. Unit is less than a year old and will received preventive maintenance (pm). Root cause :evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause includes deficiencies with other components of the mayfield system and improper or suboptimal positioning of the patient. No corrective or preventative action based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.